Event description:
It was reported that an alert for non-sustained lead noise was triggered. Review of session records revealed low r-waves. Pacing lead impedance showed an increase. Further testing of the lead was recommended. The patient was mentally unstable, and the physician preferred to wait for the best time to bring the patient back in. The patients physical state was fine and remote monitoring will continue.